Event description:
The manufacturer received information alleging black particles in a repair device. Patient states that in his device water looks greasy and has black particles, it started happening a week ago. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Attempts was made to gather information. However, customer declined to respond in the gfe related questions, to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : not returned.